Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level of over 400 mg/dl. Customer visited to emergency room. Customer had symptoms such as confusion, feeling sick, tired, increased thirst and other increased urination. Customer was treated with manual injection. The customer also reported that insulin pump had been pushed into a pool and the back of the insulin pump rail plate had broken. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer was not using auto mode feature and the customer was using the insulin pump system within 48 hours of reported high/low blood glucose event. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer alleged for blank display, insulin pump expose to moisture, cosmetic damage on the back of the insulin pump and hospitalized for high bg. On (B)(6) 2022, (B)(4), svn: (B)(6), customer alleged for battery cap damage. On (B)(6) 2021, (B)(4), svn: (B)(6), customer alleged for no delivery/insulin flow blocked alarm and high bg. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with missing display window cover, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay, serial number label fading and cracked case behind the insulin pump at the battery compartment during the visual inspection. Unable to verify battery cap damage due to insulin pump received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No ¿no delivery alarm¿ or blank display during testing. However, insulin pump received with insulin pump error alarm, insulin pump error alarm, insulin pump error alarm after battery change and insulin pump error alarm during self test and high sleep current measurement. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronics, force sensor, internal battery, keypad flex tail, battery tube, vibrator and motor assembly noted. No moisture damage on the keypad dome switches and keypad traces noted. The force sensor offset measured within spec range during testing (23.100 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. Swapping out test boards confirms insulin pump error alarm, insulin pump error alarm, insulin pump error alarm after battery change and insulin pump error alarm during self test and high sleep current measurement is isolated to moisture damage electrical board. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Customer alleged for battery cap damage unknown due to insulin pump received without the original battery cap. Customer alleged for insulin flow blocked/no delivery alarm and blank display was not confirmed. Cosmetic damage was confirmed at case behind the insulin pump at the battery compartment and battery tube threads. Expose to moisture damage confirmed. Multiple insulin pump error alarm, after battery change and insulin pump error alarm during self test and high sleep current measurement due to moisture damage electrical board medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they visited emergency room on (B)(6) 2022 due to high blood glucose levels of 400 mg/dl. The blood glucose value at the time of call was unknown. The symptoms reported by customer at the time of emergency visit were confusion, feeling sick/unwell, tired/weak, increased thirst and increased urination. Troubleshooting was performed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of event. Customer was treated with manual injection for high blood glucose. Customer also reported that they had been pushed into a pool and the back of the back of the pump rail plate had broken as well but they had glued it back on twice before this event had happened. No further patient complications were reported. The insulin pump will be returned for analysis.